Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during pd treatment . During fill 1 of 5 the patient encountered 3 air detected in cassette warnings. In a follow up, the patient explained that the fluid was coming from a line that draped down away from the cassette. The patient said the leak was from a tube hanging down from the cassette and not a connector. The patient was advised by technical services to set up again with new supplies and to keep the original supplies to send back for analysis. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed.the 3rd party tracking number was verified and no information was found that the customer sent the sample. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during pd treatment . During fill 1 of 5 the patient encountered 3 air detected in cassette warnings. In a follow up, the patient explained that the fluid was coming from a line that draped down away from the cassette. The patient said the leak was from a tube hanging down from the cassette and not a connector. The patient was advised by technical services to set up again with new supplies and to keep the original supplies to send back for analysis. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.